Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. A test battery was removed and reinserted with no failed battery test alarm noted. Device uploaded properly using care link. Device had cracked battery tube threads.] (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 27 mg/dl. The customer's blood glucose was 40 mg/dl. The customer reported that they were unconscious due to hypoglycemia and then the emergency medical service was arrived. The insulin pump will not be returned for analysis.